Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose was 13.6 mmol, 9.4 mmol, 8.3 mmol, and 7.4 mmol within 10 minutes, with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.